Event description:
It was reported that the pressure of the flocontrol unit spiked to 100 mmhg and the staff was unable to decrease the pressure manually. Further, the cuff repair had to be switched to an open surgery to complete the procedure. It was further reported that it is possible that the staff did not follow the appropriate steps to calibrate the pump before the case.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.